Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, there was a cutting efficacy loss and the blade did not work well. The procedure was successfully completed with another like device with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 05/15/2008. (Blade/dull/poor cutting) - the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.